Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) determined that the reported event was caused by the camera cable failure. Omsc confirmed that the reported event was reproduced and that the camera cable was repaired, based on device inspection provided by olympus australia. From the above, the scope communication error b30 may have occurred because the camera cable malfunctioned due to the user applying pressure such as twisting to the camera cable. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus (B)(6). Olympus (B)(6) inspected the device and confirmed the following: the reported phenomenon was reproduced. The endoscopic image was displayed properly when using the serviceable camera cable. The camera cable failed the pressure leak test. There were dead pixels in the endoscopic image. The device had been repaired by a third party. The video connector was cracked. The camera cable and related sealing parts were replaced. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the scope communication error b30 occurred when connecting the device to the video system center. Error code b30 means that the video system center cannot communicate with the endoscope. The user replaced the device to another device and completed the intended procedure. There was no report of patient injury associated with the event.